Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash under all te pads. It is reddish and itchy and has developed in to a wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment and nurses are caring for wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.